Event description:
According to the reporter: during the case the tweezers were activated and the equipment presents an error message "mechanical limit." The device returned to work but the tip of the tweezer dropped (externally). It was necessary to use different equipment.

Manufacturer narrative:
(B)(4).